Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 534 to greater than 3,000 ohms. The patient was brought into the emergency room for evaluation. Subsequent pacing impedance measurements as well as sensing and threshold measurements were noted to be stable and within normal limits. No noise was able to be produced with isometrics and no out of range measurements were able to be reproduced. Boston scientific technical services (ts) discussed potential causes. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.